Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the device was programmed off after observing the high impedance. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient underwent generator and lead replacement surgery. The explanted devices are expected to be returned for analysis, but have not been received to date.

Event description:
Clinic notes dated (B)(6) 2014 note that interrogation of the vns system resulted in high impedance. It was noted that the patient would be referred for x-rays. X-ray report did not identify a device malfunction. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis. Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on (B)(4) 2014. Scanning electron microscopy images of the lead coils show that a stress¿induced fracture (torn due to rotational forces) occurred in the positive and negative lead coils. Secondary fractures observed in the vicinity of the coils broken ends appear to suggest that the primary fracture were most likely caused at explant. A conclusive determination of the fracture mechanism of one strand in the positive coil cannot be made due to mechanical distortion (smoothed surfaces). The negative coil images show that pitting or electro-etching conditions occurred in one of the broken strands. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load. Scanning electron microscopy images of the strand segment attached to the organic matter suggest a stress-induced fracture occurred in one end of strand. However, due to mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism cannot be made. The appearance of the other end of the strand suggests a stress-induced fracture (due to rotational forces) occurred. Also, the strand shows what appear to be stress-fissures in the vicinity of the ends. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion.